Event description:
A non-healthcare professional reported that after surgery, patient had poor night vision and trouble driving at night. The patient was instructed to use steroid drops one drop four times daily. Additionally, the doctor was planning on leaving the lens so she can still read some. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information has been provided in b.5 and b.7. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has received and it states that the patient felt the halos at night were a lot better since doing monofocal in one eye and she kept the multifocal lens to help with near.